Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device change out. During procedure, it was noted right atrial lead has an outer insulation abrasion due to the can. It was confirmed visually, the lead was capped and replaced on (B)(6) 2019. The patient's condition was stable.

Manufacturer narrative:
Should of been submitted as a product problem and not an adverse event.